Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of a damaged lens by injector; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. Because an injector sample was not received at the manufacturing site and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported after intraocular lens (iol) implant procedure, the surgeon noticed original lens marked by company injector. He stated the procedure was completed on the same day, with no patient harm. Additional information received and stated that scratch was observed on the lens after implantation , surgeon also stated that they had an experienced tech who loaded the lens and hence suspected the cartridge or injector.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.